Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 1 patient tested for mg2 magnesium gen.2 (mg2), etoh2 ethanol gen.2 (etoh2) and lipase on a cobas 6000 c (501) module. Based on the data provided, the results for etoh2 were erroneous and reported outside of the laboratory. The initial etoh2 result was 10.0 mg/dl with a data flag. This result was reported outside of the laboratory. The sample was repeated on the same c501 module and the etoh2 result was 139.5 mg/dl. The sample was repeated again twice, once from the primary sample tube and once from a lithium heparin tube obtained from the same draw; these results were consistent with the first repeat results. No adverse event occurred. The etoh2 reagent lot number was 29448701 with an expiration date of 30-jun-2018. The field service engineer (fse) visited the customer site. The fse replaced the reagent probe and flushed out the flow path. Gear pump pressure was changed along with diaphragms. All points needing lubrication were lubricated. Mechanism checks were performed. Rinse volumes were checked and a precision test was performed. The customer ran calibration and qc. The instrument was operating according to specification. During a review of the reaction monitor, it appears that no sample was pipetted for the low results as no reaction took place. No issues were identified during a review of the alarm trace. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The issue has not recurred at the customer site.